Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller had a broken power cable connection. The system controller was exchanged for a low flow controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable connector on the system controller was not able to be confirmed. The system controller was exchanged for a low flow system controller and provided information indicated no product will be returned for analysis. Customer submitted images of the forms for the system controller exchange, but to this date, no images of the reported damage or log files have been submitted. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 31jul2015. The heartmate 3 patient handbook rev. D was available for use at the time of the event. Section 3, entitled ¿powering the system¿, provides instruction on how to connect the power cable connectors. This section warns that joining misaligned power cable connectors or tightening the connector nut with tools may cause damage. The heartmate 3 instructions for use rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, includes instruction on how to exchange the current system controller. The heartmate 3 patient handbook also instructs the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.